Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of redu3116 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC was placed on 5/29 in ir, red port broke completely off the PICC on 6/24 in the same spot as the others where the red hub meets the extension leg, home health clamped the line, patient came to hospital on 6/29 and dr. In ir replaced with a 3fr sl provena PICC.